Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the hosp reported that the white pad burned out. They followed the recommended troubleshooting steps then replaced the shear to complete the procedure. There were no adverse consequences to the patient.